Event description:
It was reported that the patient presented in the emergency room for unknown reason. Device interrogation revealed that the right ventricular lead had no capture. Physician elected to reposition the lead, but helix would not extend during repositioning. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.